Event description:
Cna was transferring a resident from a bed to a chair, a loop on right side of the upper portion of the lift pad became disengaged prior to or during the transfer. Resident fell striking her head and scraping right forearm; resulting in a small skin tear. X-rays of the skull and right shoulder were negative for fractures, "no serious or permanent injury to resident".